Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief since implantation. Reprogramming was performed and it was observed that the patient did not use the device at a therapeutic dose effective for their pain. At the patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to explant.